Manufacturer narrative:
This is a customer site in the netherlands. This is believed to be a site-specific issue. Roche has been working with the customer site to understand the root cause of the issue and to identify a solution. The customer is currently running double determinations and sends samples to roche for investigations where the results do not match.

Event description:
The initial reporter stated they received discrepant results for thirty two patient samples tested with elecsys troponin t hs assay ver. 2.1 on an unknown roche elecsys analyzer (serial number unknown). The results measured with the 18 minute troponin t application did not agree with results measured with the 9 minute stat application of the same reagent. Refer to the attachment for all patient data. No units of measure were provided for the troponin t assay. An average of values from each sample was reported outside of the laboratory.

Manufacturer narrative:
The samples were provided for investigation. The reported discrepancy between both applications of the troponin t assay could be reproduced. An effect of incubating the samples at room temperature could not be shown. The influence of sample centrifugation also could be excluded. Further clarification of the difference between both applications is not possible due to the current state of the art. Size exclusion chromatography followed by immunoprecipitation and mass spectrophotometry analysis shows that there is indeed cardiac troponin t in the analyzed samples, confirming the reactivity observed for the troponin t assay for high molecular weight fractions. These results confirm the accuracy and trueness of the elecsys troponin t assay results. Patient-specific issues or pre-analytic sample handling issues could not be ruled out. A general performance issue with the elecsys assay can be excluded based on further internal analyses. The presence of high molecular weight interference factors, likely of an ig-type, may lead to falsely elevated tnths and tnths stat values and to the observed differences between both applications. Such interferences are extremely rare. Product labeling states: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur." Roche internal data and assay performance monitoring, however, support that both troponin t applications are robustly comparable to each other across the assay's measuring range. There is no evidence that the described issue is abundant in the field nor does internal method comparison and screening data support this. So far, no other customer submitted complaints to report the unexplainable differences reported in the cases described in this event. The investigation could not identify a product problem. The cause of the event could not be determined.